Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's ins had not done a single bit of good for their pain since it was implanted. The patient stated that sometimes when the ins was turned on "it cycled real hard and tight," which made it difficult for them to go to the bathroom. The patient added that the micro my therapy app was glitchy and crashed when trying to communicate with the ins. The patient said they were planning to have the ins removed in october by their healthcare provider (hcp) at the university of utah. The patient asked if there was anything the surgeon needed to be aware of prior to the explant procedure. The patient was advised to have the surgeon contact [the manufacturer] for any technical questions they had regarding the explant procedure. The patient was redirected to their surgeon to address questions related to the procedure. An email was sent to update the patient's managing hcp.